Event description:
While pushing air out of syringe with filter pro in place, air and blood escaped syringe. The filter pro was dislodged, causing approx 3 cc's of blood to splatter into environment and onto this person's skin and mucous membranes.